Event description:
It was reported that the pyxis medstation es system experienced a station in critical override. A customer has reported that a user was unable to dispense medication due to a malfunction, which had resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by interface delay in patient data. A technical support specialist verified and confirmed no other findings were available. The system functioned as intended after the technical service specialist verified the device.